Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint did not indicate a lot-specific product issue. All information was investigated and the reported slda and difficulty grasping the leaflets appears to be related to patient morphology/pathology and due to restricted posterior leaflet, annular dilatation and limited coaptation width. Additionally, it was reported that the patient was not echogenic and imaging was challenging with difficulties getting a clear view of the leaflets and the clip. Therefore, the reported poor image resolution was related to patient and procedural circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Na

Event description:
This is being filed to report that the clip detached from one leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4, restricted posterior leaflet, annular dilatation and limited coatation width. The patient was not echogenic and imaging was challenging with difficulties getting a clear view of the leaflets and the clip. The transseptal height was 4.7cm. The steerable guide catheter (sgc) was advanced and needed ¾ turn of + to move away from the aorta and to be perpendicular to the valve. The first clip delivery system (cds) was advanced to the mitral valve and successfully positioned on the medial side of a2/p2. The posterior leaflet was secured first with the use of independent grasping, after several attempts with simultaneous grasp and repositioning. The clip was deployed, reducing mr to 2. The decision was made to insert a second clip on a2/p2 lateral to the first clip. The first grasp attempt created distortion of the valve; therefore, it was released. Independent gripper actuation was used in the second attempt as the grasp was difficult. The posterior leaflet was inserted first and when trying to insert the anterior leaflet, movement of the first clip was noted. A single leaflet device attachment (slda) was confirmed on the first clip, the anterior leaflet was detached. The second clip positioned as planned on the lateral side of the first clip independent grasping, posterior leaflet first. Two clips implanted with mr grade of 2. There was no adverse patient effect and no clinically significant delay in the procedure.